Event description:
A malfunction was reported on the pump, but no notable events occurred before it. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to contact support again if the malfunction reoccurs.